Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple unspecified cartridge alarms during the load process with one cartridge. The customer was able to reload the same cartridge on the 4th attempt. The alarm number could not be confirmed in the history as the customer was in the middle of the load process. Customer's blood glucose level was not impacted.